Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit received with cracked retainer, pillowing keypad overlay and minor scratches on case. Test reservoir/p-cap locks properly in reservoir compartment. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm and insulin was exited the tubing. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.